Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were just starting therapy on a baby and are getting a low flow alarm 02 (low flow) in an arctic sun device. Confirmed they were using a neonate pad. Had nurse stop therapy and empty pad. Had nurse disconnect pad and straighten tubing. Informed nurse to reconnect the pads with proper technique. Had nurse resume therapy, after a few minutes water flow rate (wfr) was 0.9 l/min and no alarms. Discussed flow rate and correlation to heater function, recommended they keep an eye on the flow rate and call back with any issues.